Event description:
It was reported that the 9400 system would not boot up prior to a case. The 9400 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A third party had worked on the system prior to the reported issue. The reported issue is currently under investigation. A follow up report will be filled when add'l details become available.